Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed on both right atrial (ra) and right ventricular (rv) leads, and a high number of sensing integrity counter (sic) on the rv lead. Provocative in-clinic testing reproduced the lead issues upon manipulation of the pocket, however a chest x-ray showed no clear evidence of abnormality. Reprogramming was performed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.